Manufacturer narrative:
H.6. Investigation: the customer reported a faulty stopcock valve that allowed fluid to flow when it was turned off, and returned 1 used sample. The sample was tested for all connections on the stopcock with the attached stopcock cap, and flow was stopped. There was no abnormal flow or leakage found with the stopcock. The sample was also tested for backflow with the secondary primed with blue dye fluid and the main line primed with water. The back check valve was working fine. Additional information provided by the customer showed the failure as a leak from the lower smart site blue piston. This issue was recreated and the complaint is verified. The root cause for the leak was found under the microscope as a small slice. The cause for the slice is unknown. A device history record review for model 2420-0007 lot number 21026678 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21026678 regarding item #2420-0007. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage, and device damage/deformation while still considered operable. The following information was provided by the initial reporter: material #: 2420-0007, batch/lot #: 21026678. 3-way stopcock valve reported to be turned so that the flow from the lvp was cut off. No occlusion alarms triggered due to fluid leakage through the proximal med port. Patient effect: no harm reported.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage, and device damage/deformation while still considered operable. The following information was provided by the initial reporter: material#: 2420-0007, batch/lot#: 21026678. 3-way stopcock valve reported to be turned so that the flow from the lvp was cut off. No occlusion alarms triggered due to fluid leakage through the proximal med port. Patient effect: no harm reported.

Manufacturer narrative:
H.6. Investigation: the customer reported a faulty stopcock valve that allowed fluid to flow when it was turned off, and returned 1 used sample. The sample was tested for all connections on the stopcock with the attached stopcock cap, and flow was stopped. There was no abnormal flow or leakage found with the stopcock. The sample was also tested for backflow with the secondary primed with blue dye fluid and the main line primed with water. The back check valve was working fine. The complaint could not be verified and the root cause is unknown. No other failure modes were observed. A device history record review for model: 2420-0007, lot number: 21026678 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot#: 21026678 regarding item#: 2420-0007.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage, and device damage/deformation while still considered operable. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot #: 21026678. 3-way stopcock valve reported to be turned so that the flow from the lvp was cut off. No occlusion alarms triggered due to fluid leakage through the proximal med port. Patient effect: no harm reported.